Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. A patient received four appropriate shocks during vt. The treatments did not convert the arrhythmia to a slower rhythm. One additional shock was delivered. Nsvt contributed to the false detection. The response buttons were pressed during the event.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vt rhythm on the date of event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on 5/4/2026 while reportedly wearing the lifevest. A patient received four appropriate shocks during vt. The treatments did not convert the arrhythmia to a slower rhythm. One additional shock was delivered. Nsvt contributed to the false detection. The response buttons were pressed during the event.